Event description:
A malfunction alarm was reported, with the customer experiencing at least three occurrences of the issue on the pump, identified with malfunction code 12. The outcome regarding the customer's blood glucose level was unknown as the customer declined to answer whether their blood glucose exceeded a specific threshold. Technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer on returning the faulty pump using a pre-paid label. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.